Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to repair the connector that goes into the c-arm (6 pins were recessed). Repaired the connector. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently there was a communication failure between the 9900 system c-arm and the joystick. There was no report of pt injury.